Event description:
It was reported that the defibrillator is failing operational check for defib pads.

Event description:
It was reported that the defibrillator is failing operational check for defib pads. There was reportedly no patient involvement.